Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The heater wires of the inspiratory and expiratory limbs were resistance tested. Results: the resistance test revealed that both the inspiratory and expiratory heater wires were within our specification. A lot check revealed no other complaints of this nature for lot number 120511. Conclusion: we were unable to determine what may have caused the problem observed by the customer. However, it is possible that the observed condensate was influenced by environmental conditions, such as the ambient temperature. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, an may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple set up and environmental factors. The user instructions supplied with the rt380 adult dual-heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Since the reported complaint, an fph representative has visited the healthcare facility and has provided training to the staff on the use of our humidification system and condensation management. The hospital has reported to the fph rep that they have had no further issues.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that excessive condensation was found in the filter and expiratory limb of an rt380 dual heated evaqua2 breathing circuit. This was found during patient use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that excessive condensation was found in the filter and expiratory limb of an rt380 dual heated evaqua2 breathing circuit. This was found during patient use. No patient consequence was reported.